Event description:
Customer reported receiving inaccurate erratic readings. In blood glucose test, customer received readings of 500,210 and 118 mg/dl. There was no report of death, serious injury or mistreatment associated with this event. Testing was conducted on the fingers.